Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05820, for the other associated device info. It was reported to boston scientific corp that two speedband superview super 7 multiple band ligators were used during a banding of esophageal varices performed in 2009. According to the complainant, during the procedure, the devices misfired. The first device fired two bands with one turn of the handle and the second device fired four bands with one turn of the handle. The case was completed with a third superview super 7 multiple band ligator. The pt had to be re-scoped a total of three times. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.